Manufacturer narrative:
Patient¿s weight was not provided. The patient¿s implanting center is (B)(6). For the event the patient reported to (B)(6). (B)(6) reported the event to the manufacturer. Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support; however, the removed portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log file review by a representative of the manufacturer¿s technical services revealed speed drops below the preset low speed limit (lsl) and pump stoppages. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to occur while the vad was connected to the power module. On (B)(6) 2018 technical services representatives performed an external percutaneous lead (driveline) replacement. No issues were noted when the lvad was placed back on the grounded patient cable.

Event description:
Additional information: it was reported that the patient had presented from another facility in apparent septic shock (B)(6) 2018. The source of the sepsis was reportedly ischemic bowel. The patient was provided the maximum inotropic medications. The patient expired.

Manufacturer narrative:
B2: patient¿s date of death was approximated.

Manufacturer narrative:
The evaluation of the replaced portion of the driveline confirmed damage that could have contributed to the reported low speed and pump stop events. A correlation between the device and the reported septic shock and patient outcome could not be conclusively determined through this evaluation. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 16". Examination of the driveline did not reveal any signs of damage to the outer jacket or bionate layer. Electrical continuity testing did not reveal any discontinuities or shorts. The metal braided shield showed breakdown throughout the length of the driveline. Visual inspection of the wires revealed an insulation breach on the black wire approximately 3" from the controller connector, exposing the conductors within. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing at this location. If exposed conductors from the damaged black wire made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could have contributed to the low speed and pump stop events captured in the log file. It was reported no issues were observed following the repair and the patient was placed on a grounded patient cable. It was later reported the patient expired the following day. Despite multiple requests, no further information regarding the device's return or patient outcome was provided. The hmii IFU lists sepsis and infection as adverse events that may be associated with the use of the hmii lvas. This document outlines recommended care and handling of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The replaced portion of the percutaneous lead (driveline) measuring approximately 16 inches was returned for investigation. The evaluation of the replaced portion of the driveline confirmed damage that could have contributed to the reported low speed and pump stop events. Examination of the driveline did not reveal any signs of damage to the outer jacket or bionate layer. Electrical continuity testing did not reveal any discontinuities or shorts. The outer jacket and bionate layer were removed. The exposed metal braided shield showed breakdown throughout the length of the driveline. Visual inspection of the wires revealed an insulation breach on the black wire approximately 3 inches from the system controller connector, exposing the conductors within. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing at this location. If exposed conductors from the damaged black wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have contributed to the low speed and pump stop events captured in the log file. Review of the submitted x-rays revealed signs of shielding degradation consistent with the evaluation of the returned portion of the driveline. The IFU along with the patient handbook, explain how to care for the driveline and provide information on ways to prevent infection. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.